Event description:
Boston scientific received information that this device was explanted for an unspecified reason. Additional information was received that this device was programmed to a value of other than monitor plus therapy for an unspecified reason. Additional information was sought from a local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.